Event description:
It was reported that on (B)(6) 2022, a 30mm amplatzer patent foramen ovale (pfo) occluder was selected for procedure. It was noted during procedure that the occluder exhibited a deformation of the left and right atrial disc. The decision was made to remove the 30mm amplatzer pfo occluder. Once removed the deformation remained while testing outside the patient. A new 30mm pfo occluder was selected and successfully implanted to complete the procedure. The device was never released from the delivery cable. There was no interaction with cardiac structures during deployment. There was no angulation or kink noticed in the delivery system. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The reported event of device defomity was not confirmed. The device was returned to abbott for investigation and the device met functional specifications when analyzed under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The cause of the reported incident could not be conclusively determined.

Event description:
N/a.